Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the lead was capped and replaced. A request for additional information was made and a response was not received. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received reporting the patient was known to "twiddle" and when the pocket was opened the lead was found to be "coiled over itself several times." Due to this the physician felt the lead had been compromised.